Manufacturer narrative:
Section b5: additional information. Incidental findings: no external power alarms in the submitted log files. Manufacturer's investigation conclusion: analysis of the submitted log files found persistent driveline communication fault alarms (associated with com a and com b); however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log files captured constant driveline communication fault alarms and loss of lvad comm (communication fault) alarms associated with com a and com b fault flags throughout the log files. The dual driveline communication faults (simultaneous loss of both com a and com b) were associated with actual motor speed, calculated average flow, calculated average pi, lvad temperature, and lvad software version/build being displayed as 0 in the log. Motor power remained stable throughout the log files. Additionally, several no external power alarms were captured on (B)(6)2019 at 21:26 and 21:27, (B)(6)2019 at 19:18, and (B)(6)2019 at 12:24 and 12:25. These no external power alarms were addressed under investigation of the heartmate 3 system controller review of the patient¿s complaint history showed that the patient had prior driveline communication fault alarms dating back to (B)(6)2017. It was reported that, as of (B)(6)2019, the patient remained ongoing on the pump with a comm fault and was not a candidate for a pump exchange (reference MFR # 2916596-2018-05622). Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The alarms and troubleshooting section of the hm3 patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies, including communication faults, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The log file analysis showed several no external power alarms that were captured on (B)(6) 2019 at 21:26 and 21:27, (B)(6) 2019 at 19:18, and (B)(6) 2019 at 12:24 and 12:25.

Manufacturer narrative:
Approximate age of device ¿ 2 years 8 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log files were sent in for review. The log file analysis showed that the event log captured both comm a and b faults throughout the log file. No speed, calculated flow, nor pi were registered in the log due to the comm faults.